Manufacturer narrative:
Gehc surgery field service engineer replaced lift power supply, tested lift function, system operates as intended.

Event description:
User reported vertical lift intermittently not functioning.